Manufacturer narrative:
A4 - patient weight.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on both leads. As a result, the patient is experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.